Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with post-paced t-wave over-sensing. Programming changes were made to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
Correction: this report is to retract 2017865-2021-24989 submitted on 06 jul 2021. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable.